Event description:
During a coronary artery stenting treatment procedure stent damage occurred. The physician was attempting to introduce a 3.00 x 24 mm taxus express2 drug eluting stent through the y connector but had difficulties. Upon removal of the taxus stent strut, damage was seen. No pt complications were reported. The pt status is reported as 'stable.'